Event description:
On (B)(6), 2008, the pt underwent the surgery with two locking plates. On (B)(6), 2008, the surgeon found that the plates were broken. The pt did not feel pain. The surgeon is planning to remove plates, because he judged that the pt bone had union.

Manufacturer narrative:
Na